Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed a presenting electrogram (egm) with far field signals intermittently following the ventricular pacing marker. Also, the intrinsic amplitude has been low. The impedance is stable. There is no evidence of noisy signals on stored egms. Different programming options were discussed and suggested. The pacemaker remains in service at this time. No adverse patient effects were reported.